Manufacturer narrative:
Manufacturer's investigation conclusion: this event was determined to be supplemental to MFR#2916596-2025-08040. The investigation conclusion will be reported under 2916596-2025-08040.

Event description:
It was reported that the patient's primary system controller was alarming along the lines of "battery voltage contact hospital". Instead of doing that, the patient exchanged their primary system controller with the backup system controller at their home on their own. The patient then went to the outpatient clinic with their current system controller, which needed the 11v battery replaced. The 11v batteries were exchanged in both controllers.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.